Event description:
It was reported that this right atrial (ra) lead showed an increase in pacing threshold from 0.6 or 0.4 milliseconds (ms) to 2.7 or 0.4 milliseconds (ms) and lead impedance from 600 to 1300 ohms, along with a decreased in intrinsic amplitude from 0.15 mv (milli volts) or less that resulted in undersensing, which previously was 2.0 after the one-week post-implantation check. When measurements were taken in unipolar mode, the pacing threshold increased further while the impedance decreased to 700 ohms, raising concern for possible perforation of the lead tip, which had been positioned in the right atrial appendage. During lead removal, the lead disengaged from the atrial appendage with the insertion of the stylet before the helix was retracted. Based on this finding, although perforation was initially suspected, micro-dislodgement was also suspected. This ra lead was explanted and new lead of a different model was successfully implanted in the atrial septum. This ra lead will not be returned for analysis due to contamination. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead; however, a response indicates that lead was disposed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead showed an increase in pacing threshold from 0.6 or 0.4 milliseconds (ms) to 2.7 or 0.4 milliseconds (ms) and lead impedance from 600 to 1300 ohms, along with a decreased in intrinsic amplitude from 0.15 mv (milli volts) or less that resulted in undersensing, which previously was 2.0 after the one-week post-implantation check. When measurements were taken in unipolar mode, the pacing threshold increased further while the impedance decreased to 700 ohms, raising concern for possible perforation of the lead tip, which had been positioned in the right atrial appendage. During lead removal, the lead disengaged from the atrial appendage with the insertion of the stylet before the helix was retracted. Based on this finding, although perforation was initially suspected, micro-dislodgement was also suspected. This ra lead was explanted and new lead of a different model was successfully implanted in the atrial septum. This ra lead will not be returned for analysis due to contamination. No additional adverse patient effects were reported.